Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support and reverted to manual dose injection.